Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients leads had high impedances. It was also mentioned that patient had inadequate stimulation. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.